Event description:
According to the reporter, during a laparoscopic hiatal hernia on suturing the hiatus, the device's component fell into the patient's cavity, they used a grasper to retrieve the device. They opened the a new device to complete the case and resolve the issue. The patient was alive with no injury.